Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered inappropriate shocks, and the device was found in safety mode upon interrogation. The patient admitted to the hospital. The plan was to have this device replaced. The device currently remains in service. No adverse patient effects were reported.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered inappropriate shocks, and the device was found in safety mode upon interrogation. The patient admitted to the hospital. The plan was to have this device replaced. The device currently remains in service. No adverse patient effects were reported. Additional information received indicated that this device was explanted and successfully replaced. No additional patient adverse effects were reported. The device was returned and is currently undergoing detailed analysis. A supplemental report will be provided upon completion of analysis.

Manufacturer narrative:
This report contains additional information in section b1 adverse event/product problem, b2 outcomes attrib to adv event, b5 describe event or problem, d6b explant date, h2 if follow-up, what type, h3 device eval by manufacturer and h6 impact codes.